Event description:
Analysis of the returned device found that the catheter shaft was broken. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device showed that the catheter shaft was broken at 6 cm from the proximal end, just at the distal end of the secondary strain relief. The fracture point appeared to be a clean cut and there was no evidence of stretching at the fracture point. A functional test could not be performed as the catheter shaft was fractured/ broken. Review and analysis of available information and investigation results failed to identify a definitive root cause for the observed issue.